Event description:
The pt received the scs system on (B)(6) 2006. It was reported that the pt fell and has subsequently experienced an increase in pain. X-rays revealed that one of the scs leads has been broken. Reprogramming has only provided partial pain coverage; however, the pt has elected to postpone surgical intervention at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.